Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there was no water passing through the infusion cannula, two different times, during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record showed the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. (B)(4).